Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a compression stocking. The customer states an elderly patient had developed stage three pressure ulcers. The charge nurse manager indicates the ted stocking as the cause of the stage 3 pressure areas/injuries (claiming correct measurements were completed) due to stockings resting behind the knee. Corrective action taken relevant to the care of the patient: ted stockings were pulled down from pressure area. The patient died from other co-morbidities. There is no additional information available.